Manufacturer narrative:
UDI: (B)(4). Reporter is company sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that on (B)(6) 2019, during a rotator cuff repair procedure on the second pass the white plastic tab on the customer's expressew iii needle broke and the needle became stuck in the customer's expressew iii suture passer without hook. The sales rep stated that nothing broke in the patient and no debris in the patient. Permacord was used for suture with the devices. The procedure was completed with another needle and gun with no patient harm but there was a five (5) minutes surgical delay to grab new devices. The sales rep could not provide a lot number for the needle. The devices will be returning for evaluation. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received for evaluation. Visual inspection of the gun shows that the needle is stuck inside. Both triggers were tested and functioned as intended. There were no anomalies noted on the jaws on the distal end of the device. Therefore, this complaint can be confirmed for the reported jammed/seized failure. Since the needle is stuck inside and unable to be removed. We are unable to perform any further testing on the gun. A manufacturing record evaluation was performed on (B)(6) 2019 for the finished device [19360-131118] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history a manufacturing record evaluation was performed on (B)(6) 2019 for the finished device [19360-131118] number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.